Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2023. The patient had reaming caused fx between upper and lower half of glenoid. The case report form indicates that this event is definitely not related to device, definitely related to procedure.

Manufacturer narrative:
The reason for the intraoperative bone fracture reported cannot be conclusively determined but may be related to a reaming. However, this cannot be confirmed based on the information provided. B3: corrected. H6: corrected health effect, medical device, component, and investigation clinical codes.